Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot number: w3644082. Continued from section d.11.: erbe electrosurgical generator, unknown model. Olympus 160 endoscope. Cook tracer metro wire guide, unknown model. All three (3) of the devices reported were returned to cook endoscopy for evaluation. In two (2) of the three (3) returned devices, our evaluations of the returned devices confirmed the reports of incorrect cutting wire orientation. Each of the returned devices were advanced through a duodenoscope that is placed in a simulated biliary position during the laboratory analysis. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter of the confirmed devices exited the endoscope in positions of 2 and 10 o'clock. The devices were then bowed and the cutting wires were facing 2 and 9 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). Prior to functional testing, the sphincterotome catheters were subjected to a close visual examination at the distal end as they laid flat. Twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned products. The device history record for the lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. For one (1) of the devices, the user stated that the device was manually shaped. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device. Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in one of the events, in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that during endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion omni-tomes pre-loaded with acrobat wire guide. During the procedure, the physicians experienced incorrect cutting wire orientation. These reports were received on various dates from various sources. All three (3) events involved patients with no patient consequences. One (1) of the patients was reported to be female.

Manufacturer narrative:
Additional lot number: w3644082. Concomitant medical products: erbe electrosurgical generator, unknown model, olympus 160 endoscope, cook tracer metro wire guide, unknown model. All three (3) of the devices reported were returned to cook endoscopy for evaluation. In two (2) of the three (3) returned devices, our evaluations of the returned devices confirmed the reports of incorrect cutting wire orientation. Each of the returned devices were advanced through a duodenoscope that is placed in a simulated biliary position during the laboratory analysis. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter of the confirmed devices exited the endoscope in positions of 2 and 10 o'clock. The devices were then bowed and the cutting wires were facing 2 and 9 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). Prior to functional testing, the sphincterotome catheters were subjected to a close visual examination at the distal end as they laid flat. Twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned products. The device history record for the lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. For one (1) of the devices, the user stated that the device was manually shaped. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in one of the events, in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that during endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion omni-tomes pre-loaded with acrobat wire guide. During the procedure, the physicians experienced incorrect cutting wire orientation. These reports were received on various dates from various sources. All three (3) events involved patients with no patient consequences. One (1) of the patients was reported to be female.